Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 5.84mm and left coronary cusp (lcc) was 7.72mm. On (B)(6) 2026, a valve thrombosis was observed. The cta noted hypo-attenuated leaflet thickening involving 3 leaflets. For treatment, eliquis was prescribed.